Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that received a failed battery test alarm when he changed battery. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that the failed battery test alarm was able to be cleared. The customer stated that he received a battery out limit alarm during the call. The customer stated that he will be using manual injections. The insulin will not be returned for analysis.